Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and an opening. Leak test was performed and found an opening on device. A microscopic analysis was performed which identified more than three striated openings in the posterior consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a striated edge opening on posterior due to surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.